Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that after contact lens wear the consumer's eyes became itchy, and upon lens removal both crumbled causing eye pain. The following day, the consumer visited their ecp, where they were advised to go to a hospital. It is alleged that the consumer lost about 90% of their vision (od). In the absence of medical information and the allegation of 90% vision loss, this event is being reported out of an abundance of caution.